Event description:
It was reported that an ilet user experienced high glucose after eating multiple unannounced snacks and a late meal announcement, with a device reading of 312 mg/dl and no fingerstick available; the user acknowledged overconsumption without announcements, and the agent provided education that the correction algorithm would address the elevated glucose. Symptoms included hyperglycemia with no other reported clinical symptoms. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting with user education on proper meal announcements and reliance on the device¿s correction algorithm. Investigation of this case revealed that hyperglycemia was associated with user-related factors, specifically missed and delayed meal announcements, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.